Event description:
Device history record was reviewed, no event linked with the reported issue was found. Device log was not provided, therefore no review could be performed. The device was not returned to brézins as repairs were carried out locally. According to repairs information, after checking all the connections, the display board was replaced in order to address the reported event. Despite several requests for parts return and attempts to collect additional information, we did not receive anything that would allow us to go further with this investigation. Without the device or the part physically it is impossible for us to confirm the event. However according to the provided information and action the root cause of the defect would probably be related to a defective cpu board which was subsequently replaced. If further information are provided later on we will re-open the complaint and pursue the investigation. To our knowledge this complaint is not being related to patient safety. This complaint is considered as not confirmed. The trend is normal. The reported risk is lower compared to the estimated risk. For this issue as per our local procedure, we initiated no action.

Event description:
The following has been reported: problem: nursing staff sent unit to biomed shop with a written note on it " not working".action: unit was turning on with blank screen and continuously alarming. Disassembled and reset display board ribbon cable. Checked all connections are properly connected. Still error persists. Replaced board with new one. Unit started working properly. Completed functional test and display test.resolution: unit back to service. Device history record was reviewed, no event linked with the reported issue was found. Device log was not provided, therefore no review could be performed. "The device was not returned to brézins as repairs were carried out locally. According to repairs information, after checking all the connections, the display board was replaced in order to address the reported event. Despite several requests for parts return and attempts to collect additional information, we did not receive anything that would allow us to go further with this investigation. Without the device or the part physically it is impossible for us to confirm the event. However according to the provided information and action the root cause of the defect would probably be related to a defective cpu board which was subsequently replaced. If further information are provided later on we will re-open the complaint and pursue the investigation. To our knowledge this complaint is not being related to patient safety.". This complaint is considered as not confirmed the trend is normal. The reported risk is lower compared to the estimated risk. For this issue as per our local procedure, we initiated no action . Reporting as a conservative measure. No adverse effects were reported.